Event description:
A device was used during a offense colon procedure. The shaft of the device broke and it fired malformed staples. The case was completed with hand suture. There were no patient consequences.